Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gauze is fraying. There was no medical intervention required.

Manufacturer narrative:
A sample was received at the plant for the investigation. Upon a visual evaluation of the sample, the reported event was confirmed; the salvage edge was exposed. A root cause analysis indicated that this occurred during our manufacturing process. A preventive action has been initiated to address the reported issue.